Event description:
In an electrophysiology procedure, the optrell catheter was used to map the right atrium. This was done without any error, but upon removing the catheter, the flush did not work. The pump and tubing alone worked fine, but when they were connected to the catheter and flushed, the solution did not come out through the optrell. The problem was identified as a clot in the catheter, and an attempt was made to extrude all the blood. However, it was not possible to flush correctly to continue with the left atrium map. It was decided to use an octaray catheter instead. There was no significant surgical delay. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).